Manufacturer narrative:
This report is for an unk - plates: trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, patient underwent removal of unknown small fragment tubular plate that was broken. It was originally implanted on (B)(6) 2019. A six (6) unknown cortex screws were also removed. All screws removed were not broken. Broken device was completely removed. There was no surgical delay. The surgery went fine and no problems. Patient status was good. Concomitant device reported: unknown cortex screws (part # unknown, lot # unknown, quantity # 6). This is report 01 of 01 of (B)(4).